Manufacturer narrative:
Initial.

Event description:
It was reported that a firmware update initiated through the mobile app failed at approximately 10 percent, after which the pump presented a blue circle with a lock icon and became noninteractive; subsequent attempts showed the app indicating the system was up to date, and the issue was addressed by force quitting the app and restarting the update, which then proceeded past the prior failure point. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump interaction without clinical harm, resolved after successful restart of the firmware update. Investigation included remote troubleshooting and user guidance to relaunch the application and reinitiate the firmware process. Investigation of this case revealed a firmware update failure with a temporary device lock state consistent with a software update defect within the bluetooth-enabled firmware component, which was resolved by restarting the application and the update process. It was concluded, based on previously established findings for similar reports, that the cause was a software-related update anomaly.